Manufacturer narrative:
Corrected data: a - patient information, b5, b6 updated data: h6 product analysis: a device history review (DHR) review was performed on the dcs (lot # 0008517550) that was utilized in the initial valve implant attempt. There were no correlations or issues identified regarding manufacturing. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. The device was discarded by the implant site and no physical product analysis could be performed. Conclusion: difficulties inserting the delivery catheter system (dcs) through the vasculature are known to be related to factors such as patient anatomy and physician technique, including guidewire and introducer sheath selection. In this case, the advancement difficulties were most likely due to patient anatomy, as it was reported there was excess calcium blockage and tortuosity. Advancement or insertion difficulties do not typically indicate a device issue. There was no information to suggest a device quality deficiency or malfunction was related to this event. Vascular access related complications, such as dissection, are procedural complications that are dependent on the patient condition and physician technique and are a known potential adverse patient effect per the evolutr instructions for use (IFU). There was no information to suggest a device quality deficiency or malfunction was related to this event, but an assignable root cause cannot be determined with the information provided. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the attempted implant of a 34 mm transcatheter bioprosthetic valve (serial number (B)(6)), with this delivery catheter system (dcs) (lot number 0008517550) a left iliac artery access site dissection was reported. Subsequently, a stent was placed and resolved the dissection. No further adverse patient effects were reported. Additional information was received indicating that the dcs was unable to be inserted via the transfemoral access due to excess calcium blockage and tortuosity. The procedure was aborted with no valve placed. No adverse patient effects were reported. Additional information was received indicating that during the attempted implant of this transcatheter bioprosthetic valve, left femoral access was attempted with the in-line sheath and an 18 french dilator but the dcs could not advance through the vessel. Right femoral access was attempted but the 16 french sheath and 18 french dilator could not pass through the vessel. It was reported that the device could not be advanced beyond the inguinal ligament bilaterally. A 16 french dilator (14 french equivalent) could be passed bilaterally but with significant time and effort. Subsequently, the procedure was aborted due to increased calcium in the vessel and the dcs was discarded. The bilateral femoral artery blockages of calcium were reported as peripheral arterial occlusive disease. The left common femoral artery (cfa) mean diameter was 7.2 mm and the right cfa mean diameter was 7.4 mm. The patient¿s preoperative hemoglobin was 14.7 grams per deciliter (g/dl). There was no repeat hemoglobin prior to discharge. A hemoglobin drawn approximately one month later was 12.6 g/dl. Patient did not receive any transfusions and was asymptomatic. The physician assessed the peripheral artery dissection as probably related to the attempted valve implant procedure and not related to any medtronic device. Following the attempted valve implant procedure, during which the stent was placed for the dissection in the left iliac artery, the patient developed right calf claudication after walking 5 minutes. The right calf claudication progressively worsened after the procedure. A peripheral vascular doctor assessed the event and recommended medical management with continued monitoring. No further treatment was provided and the condition was noted to be ongoing. The physician assessed the right calf claudication as probably related to the attempted valve implant procedure and not related to any medtronic device. 34 days following the first attempted implant procedure a 34 mm transcatheter bioprosthetic valve (serial number b759330), was successfully implanted. 36 days later transvalvular, paravalvular, and total aortic regurgitation (ar) were noted to be mild at the 30-day follow-up visit. No treatment was provided. No additional adverse patient effects were reported. Ed.

Manufacturer narrative:
Product analysis: the product will not be returned, therefore no product analysis can be performed.   Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation.

Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve, a left iliac artery dissection was re ported. Subsequently a stent was placed. No further adverse patient effects were reported.

Manufacturer narrative:
Difficulties inserting the delivery catheter system (dcs) through the vasculature are known to be related to factors such as patient anatomy and physician technique, including guidewire and introducer sheath selection. In this case, the advancement difficulties were most likely due to patient anatomy, as it was reported there was excess calcium blockage and tortuosity. Advancement or insertion difficulties do not typically indicate a device issue. There was no information to suggest a device quality deficiency or malfunction was related to this event. If information is provided in the future, a supplemental report will be issued.